Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported through remote transmission that post-paced t-wave oversensing on the ventricular channel was observed on a stored egm. The patient was asymptomatic. Since this was the only instance of t-wave oversensing, programming changes were not made. The patient will continue to be monitored.